Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer reused the cartridge. Additionally, it was reported multiple cartridges did not fit onto the pump. Customer's blood glucose was 303 mg/dl. A new cartridge was loaded to address the event.